Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient receiving gablofen 2000 mcg/ml for a total dose of 100 mcg/day via an implantable pump. It was reported the pump eroded through the patient's skin. Factors that may have led or contributed to the issue was noted as not applicable. There was no diagnostics or troubleshooting performed. Visual confirmation confirmed the pump eroded through the skin. No actions/interventions were taken, but surgical intervention was planned and scheduled for (B)(6) 2020. A whole system explant was scheduled for (B)(6) 2020. It was noted that the issue was not resolved. The patient's status at time of report was alive- with injury. The injury was noted as pump partially broke through the skin. The patient's medical history was asked, but unknown. The event date was (B)(6) 2020. Further information received indicated that the explant did not occur and was postponed due to an unrelated issue. It was noted the hcp would let the rep know when the explant takes place. The rep would submit mire information once explant is performed. The new information was confirmed with the hcp. Additional information received indicated that explant took place today ((B)(6) 2020). It was noted that the pump and catheter were discarded. The information was confirmed with the hcp. No further complications were reported/anticipated.